Event description:
It was reported that this left ventricular lead was found to be unable to capture at max output and the pacing lead impedance was less than 200 ohms. The patient did not have any symptoms associated with the loss of capture.